Manufacturer narrative:
The following other devices were also listed in this report: 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 530med; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# wtpmed; trident alumina insert; cat# 625-0t-32e; lot# 23367601; secur-fit arc/ha collar stem#8; cat# s-2337-hf08; lot# k31mjd; trident psl ha cluster 52mm; cat# 542-11-52e; lot# jd5mld. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported through a filing of a claim that the patient sustained injuries to his left hip as a result of the implantation of a stryker c-taper alumina head, c-taper lfit head and mdm liner on (B)(6) 2007. It is further alleged that the patient's left hip was revised on (B)(6) 2015.